Event description:
The customer reported e216 message during set up involving an olympus rigid video laparoscope. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was chipped and objective lens was contaminated. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light guide bundle was chipped was due to component failure of the light guide bundle, for the customer reported failure and objective lens was contaminated the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.